Event description:
It was reported that the left ventricular (lv) lead showed high unstable/unmeasurable threshold and the patient developed phrenic nerve stimulation. During the lead revision procedure, it was noted that there was a helix/tine/lobe problem and positing/fixing difficulties. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.